Manufacturer narrative:
Date of event - estimated as the date of the event is unknown. Implant date - estimated as the date of implantation is unknown.

Event description:
It was reported via social media that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. After the procedure, there was a leak noted around the closure device. The patient continued their blood thinner regimen after this event and will follow up with their physician.